Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."

Event description:
It was reported a patient underwent an initial knee arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2016 due to dislocation of the patella component. The patella and bearing were removed and replaced. There were no reported issues with the bearing.